Event description:
It was reported that occlusion alarms occurred. During troubleshooting debris was identified on the pneumatic tap. The customer was able to remove the debris from the pump and changed the pump supplies to address the issues. Customer¿s blood glucose (bg) level was 203-244 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.